Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9236-01pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; part is damaged. Visual evaluation found that the device has a broken pole. The most likely cause for the reported failure can be attributed to use error of the device due to prying/leveraging the device during use.

Event description:
On 12/29/2023, it was reported by a sales representative via (B)(4) that an ar-9236-01pp univers vaultlock glenoid trial broke during a case with no further information provided. This was discovered during an unspecified procedure. Additional information received on 1/16/2024: the center peg of the vl trial broke off inside the patient. All fragments were retrieved. The failure occurred when the trail was taken out of the patient. The case was not delayed. This was discovered during a anatomic total shoulder on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.